Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes were having draw volume issues of over fill, no report of medical interventions or serious injury.